Event description:
Medtronic received a report that the site reported aneurysm occlusion of raymond <(>&<)> roy (r<(>&<)>r) class 2 at the 1-year follow-up dsa imaging performed on (B)(6) 2022 following a pipeline implant. Corelab reported the aneurysm occlusion status as r<(>&<)>r class 3 at the 1-year follow-up dsa imaging on (B)(6) 2022. The site confirmed that this was not due to a device deficiency, and there were no impacts on the patient and no additional treatment planned. Additional information received reported the site has indicated that a stroke, tia, or cerebral infarction occurred between the study procedure performed on (B)(6) 2021 and 90-day follow-up visit performed on (B)(6) 2021. Additional information received reported that the site updated their entry, confirming there was no stroke/tia, rather it was a procedure/device related ae, of which site completed ae crf for dx: depression post procedure ((B)(4)). This ae is reported in oc and was transferred via oc-gch bridge. Additional information received reported that the site reported aneurysm non-occlusion raymond <(>&<)> roy "class 2" at the 2-year follow-up dsa imaging performed on (B)(6) 2023. No associated ae's/ symptoms or treatment/ re-treatment was reported. Additional information received reported that the patient experienced transient ischemic attack on (B)(6) 2024. The patient had asymptomatic cerebral trunk ischemia visible on MRI but without clinical signs. No additional hospitalization or treatment were administered. The site assessed the event as possibly related to the device and procedure and not related to the disease under study or antiplatelet medication. The sponsor assessed the event as possibly related to the device and not related to the procedure or antiplatelet medication. The patient had undergone treatment for a saccular, sidewall aneurysm located in the left posterior internal carotid artery. The max diameter was 12mm, the dome height was 10mm, and the dome width was 7mm. The parent artery was 2.7mm distal to the parent artery and 3.7mm proximal. The pipeline had been successfully implanted with neck coverage and wall apposition achieved. The aneurysm condition at the end of the index procedure had been r<(>&<)>r class 2. Additional information was received that the subject experienced a cerebral infarction. Per source, after the index procedure, the subject showed cognitive symptoms; difficulty in organizing and finding words and clarifying thoughts. Also weakness in right foot. The cause was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported image read of mr imaging performed on (B)(6) 2024, raymond & roy occlusion is class 3. Asymptomatic ischemia localized on the brainstem visible on MRI but without clinical signs. The event was assessed as possibly related to the procedure, device, and ancillary devices.